Manufacturer narrative:
Batch review performed on 05 october 2020: lot 1900380: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.